Event description:
It was reported that during a procedure for elective device upgrade, delamination of the parylene coating on the device was observed. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of parylene coating delamination was confirmed. Upon receipt, several scratch and tool marks were noted on the surface of the device, which is believed to be the cause of the damage to parylene coating. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.